Event description:
Additional information received reported that the gastrointestinal doctor saw an ¿eroded lead,¿ but the implant doctor did not see ¿any lead eroded.¿ it was noted that the patient outcome was ¿non-serious injury.¿

Manufacturer narrative:
(B)(4) - lead model 4351, serial #(B)(4), implanted: (B)(6) 2010, lead model 4351, serial #(B)(4), implanted: (B)(6) 2010.

Event description:
It was reported the patient was experiencing "sharp stabbing pain" on the upper right side of the stomach since (B)(6). The patient also had a loss of therapeutic effect as the patient was experiencing "non-stop" vomiting. There was no known accident or incident related to the event, and the patient was admitted to the hospital. An endoscopy was performed and per the reporter the patient's gastro intestinal (gi) doctor stated the results showed the lead was poking through the stomach wall. However, the gi doctor consulted with the device implanter, and the implanter said the lead was "fine." Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported the patient's leads were replaced in (B)(6) 2012. The patient continued to not have therapeutic relief.

Manufacturer narrative:
Corrected adverse and product problem to just adverse event according to updated procedures. Included information and coding that was initially missed (organ perforation and vomiting), however, missing information does not warrant a late MDR as perforation and vomiting were previously reported in b5 and erosion was previously reported through fdp coding. Included "life threatening" for stomach perforation and erosion of lead for enterra therapy. (B)(4).

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead; (B)(4).